Event description:
It was reported that this right ventricular (rv) lead exhibited shock impedance high out of range. Technical services (ts) was consulted and recommended doing a commanded shock or an increase in sensing measurements. Ts disregarded the possibility of a lead fracture. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.